Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, fracture of modular neck.

Manufacturer narrative:
This event was reported in error and is a duplicate of 3010536692-2015-01933.